Event description:
Signs/symptoms/diseases being reported: stiff and swollen left knee. Related to device: uncertain, mild effusion. Is the event most closely related to: operative. Mild effusion. Treatment: ice and elevation; tylenol. Resolution of event is resolved as of (B)(6), 2009.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.